Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.